Event description:
On 8/27/95 the pt was admitted with a diagnosis of acute pancreatitis. She was provided with a bed that day. On 8/29/95 the pt had a cardio-pulmonary arrest at 0950 while in the bed. Nursing staff reported that the bed malfunctioned during the pt's resuscitation - that there was a delay of 5 - 10 minutes in the process of the head of the bed being lowered from the sitting position. The head of bed was eventually lowered. Later the pt expired at 1021 despite resuscitation efforts.